Event description:
It was reported that the compressor alarmed for low air pressure. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service and requested service from the third party. We are not informed about the status of the compressor. No parts were sent to us for investigation. Due to lack of information, we cannot establish the root cause of the reported event. However, based on previous investigations, it may be due to a broken capacitor in the motor. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. H3 other text : 4112.